Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue with the minicap transfer set; further described as "the silicone tube was attached by pressing each other." This was observed during inspection of the transfer set after it was removed from the patient. The transfer set had been in use for thirty days and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that the reported issue was a no flow issue with the minicap transfer set. The patient visited the hospital because dialysis did not go smoothly. The transfer set was replaced as a result of the issue. Following the transfer set change, the removed transfer set was disassembled. The separation was created by the medical staff. A delay of therapy less than or equal to 72 hours is not likely to cause or contribute to serious patient harm. Should additional relevant information become available, a supplemental report will be submitted.